Event description:
The recipient reportedly experienced no sound followed by loss of lock. External equipment was exchanged, however this did not resolve the issue. Revision surgery has been scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Correction: the recipient's device has not been explanted yet. The recipient was implanted in the contralateral ear. Revision surgery has been scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient's device was explanted on (B)(6) 2015. The recipient was reimplanted with another advanced bionics cochlear implant on (B)(6) 2015. The external visual inspection revealed that the array was severed prior to receipt as well as cuts in the silastic overmold of the electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of no lock could not be verified during this analysis. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report.